Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were visual indications of dried fluid within the cassette compartment on the safety clamp and on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) simulated treatment was initiated and completed without failures. There were no fluid leaks found in the test cassette during the test. The cycler underwent and passed a system air leak test, balloon valve actuation test, heater calibration test, and a heater safety test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid on the bottom cover under the pump assembly. The cause of the observed dried fluid could not be determined. There was no evidence of smoke encountered during investigation. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor and under the cycler cart during step 7 of setup for pd treatment. There were no alarms received from the cycler. The cause of the leak is unknown. The patient could not determine where the fluid leak was coming from, however the patient stated fluid had leaked onto the extension cord the cycler was plugged into and there was smoke coming from the cycler when the patient pressed next on step 7. The patient stated there were no holes on the bags or the lines/tubing. The patient did not feel comfortable using the cycler again after unplugging it from the extension once the smoke had ceased. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed the smoke came from the extension cord and not the machine itself. The patient stated it was the power cord going from the cycler machine to the wall outlet that began to smoke after being exposed to fluid. The smoke was not enough to have the smoke detector trigger or require a fire extinguisher. The patient could not confirm the location of the leak but stated placing the 1.5% solution bag in the sink over night and returned in the morning to find most of the solution had leaked out of the bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is not trained on performing stat drains, as well as manual peritoneal dialysis therapy and ended up skipping peritoneal dialysis treatment until the replacement cycler arrived. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event and the old cycler is available to be picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor and under the cycler cart during step 7 of setup for pd treatment. There were no alarms received from the cycler. The cause of the leak is unknown. The patient could not determine where the fluid leak was coming from, however the patient stated fluid had leaked onto the extension cord the cycler was plugged into and there was smoke coming from the cycler when the patient pressed next on step 7. The patient stated there were no holes on the bags or the lines/tubing. The patient did not feel comfortable using the cycler again after unplugging it from the extension once the smoke had ceased. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed the smoke came from the extension cord and not the machine itself. The patient stated it was the power cord going from the cycler machine to the wall outlet that began to smoke after being exposed to fluid. The smoke was not enough to have the smoke detector trigger or require a fire extinguisher. The patient could not confirm the location of the leak but stated placing the 1.5% solution bag in the sink over night and returned in the morning to find most of the solution had leaked out of the bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is not trained on performing stat drains, as well as manual peritoneal dialysis therapy and ended up skipping peritoneal dialysis treatment until the replacement cycler arrived. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event and the old cycler is available to be picked up and returned.